Event description:
As per the cook sales rep: on a very tight stenosis of the hilum, the evolution stent is released from the introducer catheter without any action of the handle. Add'l info received from the user facility indicated the introducer catheter bent/kinked during placement at a bilary stricture resulting in a failure to place the stent. The evolution stent was replaced with another manufacturer's stent. No adverse effects to the pt have been reported as occurring. Taking into consideration both sources of info it is presumed the evolution stent was removed from the pt as a result of a deployment issue.

Manufacturer narrative:
Incident meets reporting criteria of an FDA MDR report based on the reporting precedence for this device family for 'deployment issue resulting in exposed stent removed from pt with the delivery system' regardless of pt outcome. The device involved in this event was returned for eval. On return of the device, it was noted that the stent was deployed from the sheath. No stent was returned. It was observed that the safety wire was disengaged from the delivery handle and was not returned with the device. There was a slight kink on the flexor sheath which was most likely caused during the return of the device. The suture retrieval loop was also examined and no issue were noted. The info received in relation to this event has been received from multiple sources. Info is currently being clarified with the multiple sources. A follow up MDR report will be submitted with the investigation conclusions.